Event description:
It was reported that six months and seven days post a port placement, the patient allegedly felt coldness in the chest wall with liquid allegedly oozing out. It was further reported that catheter was allegedly found to be ruptured. Reportedly, a small bulge appeared on the patient's chest wall. The catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. A thin split was noted on the distal end of the catheter which leads to fluid leak. Therefore, the investigation is confirmed for the reported catheter rupture and leak issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three photos were provided for review. The photos review show a catheter attached to a powerport in which a thin split was noted on the distal end of the catheter which leads to fluid leak. A small bulge was noted on the catheter near the split. Blood residues were noted on the port and catheter. Therefore, the investigation is confirmed for the reported catheter rupture, leak issues and identified stretched and material protrusion / extrusion issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI 6cf int w sp, att, sl. Six months and seven days post a port placement procedure, the patient allegedly felt coldness in the chest wall with liquid allegedly oozing out. It was further reported that catheter was allegedly found to be ruptured. Reportedly, a small bulge appeared on the patient's chest wall. The catheter was removed. The current status of the patient was unknown.

Event description:
It was reported that six months and seven days post port a placement, the patient allegedly felt coldness in the chest wall with liquid allegedly oozing out. It was further reported that catheter was allegedly found to be ruptured. Reportedly, a small bulge appeared on the patient's chest wall. The catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp that are cleared in the us. The pro code and 510 k number for the MRI powerport isp are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.